Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that the needle hub separated from the unspecified bd¿ tuberculin syringe. The following information was provided by the initial reporter: "we never used a syringe before but watched several videos on how to self inject. Nowhere does it say how to remove the needle cap. I pulled it straight off and the needle came off with it."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub separated from the unspecified bd¿ tuberculin syringe. The following information was provided by the initial reporter: "ve never used a syringe before but watched several videos on how to self inject. Nowhere does it say how to remove the needle cap. I pulled it straight off and the needle came off with it."